Event description:
It was reported that during a procedure using a dyonics rf-s whirlwind 90 probe ifs, the patient sustained a dermal burn after hot fluid allegedly dripped onto the skin near the surgical site. No additional information was provided regarding the severity of the burn or any treatment administered, however, no further patient complications have been reported.